Event description:
On (B)(6) 2012, it was reported that a physician's handheld device had a blank, black screen. The handheld lock screen was checked to be in the unlocked position, and a hard re-set was performed. The issue was resolved. It was then stated that a new power cord was needed. During trouble-shooting, it was noted that the light was not on around the power button when it was plugged in. After a hard-reset was performed, the device powered off. This is when it was noted that the power light was not on. The device was returned on (B)(6) 2102 and underwent product analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. No anomalies associated with the returned ac adapter were identified during the analysis. During the analysis it was identified that the serial cable power connector had an open in the power plug that prevented the ac adapter from powering the handheld. X-ray analysis identified that the negative wire of the cable was no longer soldered onto the barrel connector. As a result, the serial cable was unable to provide power to the handheld using the ac adapter. No other anomalies were identified.

Manufacturer narrative:
Review of x-rays of the power supply portion of the serial cable taken by the manufacturer revealed a open wire connection. Device failure occurred, but did not cause or contribute to a death or serious injury.